Event description:
It was reported that this right ventricular lead exhibited undersensing, which led to overpacing. Due to this, it is suspected that a ventricular tachycardia episode was induced. The episode ended on its own. Reprograming of the device was discussed. This lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited undersensing, which led to overpacing. Due to this, it is suspected that a ventricular tachycardia episode was induced. The episode ended on its own. Reprograming of the device was discussed. This lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to remove incorrect patient code e0601 (h6) as it was unrelated to this event.